Manufacturer narrative:
The complaint device is unavailable for failure analysis investigation as the serial number is unknown. A device is not released if it does not meet requirements or is non-conforming. The system level review of the 2008k device and concomitant products found to indication that the products caused or contributed in any way to the clinical event. This is one of six device reports associated with this event: 2937457-2015-01282, 8030665-2015-00332, 1713747-2015-00343, 1713747-2015-99221, 1225714-2014-13508, 1225714-2014-1350-. Upon receipt of additional information, a supplemental report will be submitted.

Event description:
Medical records received from plaintiff's attorney reveal that during dialysis treatment, the pt was found not breathing and in cardiac arrest in the final two (2) minutes of dialysis. Cardiopulmonary resuscitation (CPR) was initiated and the automated external defibrillator was applied with no shock indicated, so CPR resumed. Emergency (911) was called. Blood was returned. Emergency medical technicians (emt) arrived and assumed responsibility for CPR. Emt applied oxygen, intubated pt, administered intravenous epinephrine, atropine and bicarbonate and converted pt into ventricular tachycardia and ventricular fibrillation. At hospital, CPR and advanced cardiac life support (acls) protocol was initiated. Pt received epinephrine, atropine, lidocaine and bicarbonate. Defibrillation was required when pt developed ventricular fibrillation and pulseless electrical activity (pea). Pt was resuscitated, admitted, diagnosed with cardiac arrest, ventricular fibrillation, pulseless electrical activity, and hypoxia. Blood pressure stabilized and continuous renal replacement therapy was initiated for aggressive ultrafiltration. Pt was maintained on three times a week intermittent hemodialysis. Pt continued on antibiotics to exclude infection concerns prior to necessary biventricular automatic implantable cardioverter defibrillator (aicd) placement for a currently malfunctioning aicd. Pt stabilized and was discharged to a long term care facility.

Manufacturer narrative:
Original info from the attorney alleged the pt subsequently expired from this event. Medical records confirm the pt experienced cardiac arrest during hemodialysis, was successfully resuscitated and discharged from hospital. Death records reveal pt expired six years later from the time of this event. This event was not related to the pt's death. Medical records do not indicate any causal relationship between the pt's dialysis and her death. There is no documentation in the medical that indicates pt was receiving dialysis at the time of her death. Medical records were requested for the events surrounding the pt's death. Medical records do not contain dialysis treatment records from this event for review. In addition, medical records do not contain progress notes, lab/diagnostic reports (other than those reported in this form), dialysis treatment sheets, medication records or physician orders from the hospitalization ((B)(6) 2008 to (B)(6) 2008) for review. Serum bicarbonate levels are not available for review. There is no documentation in the medical record that indicates any causal relationship between the pt's hemodialysis and concomitant products and the cardiac arrest. Medical records reveal that this pt had a documented history of medical non-compliance. In addition, the pt has history of cardiac issues including a pacemaker placement, valve repair and valve replacements. Medical records reveal the pacemaker was malfunctioning and the cause of death as complication of renal disease. Based on the info at hand, it appears pt factors, and complex medical history with non-compliance may have contributed to the event. This is one of six device reports associated with this event. This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Further eval of the system level investigation has not yet been completed. A follow up report will be filed upon conclusion of the investigation.